Event description:
A customer observed negatively biased valp qc results on the vitros 5.1 fs analyzer. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer is not following ocd recommended procedures for handling of qc fluid or reagent packs. Calibrator responses are higher than expected values. The results observed are consistent with user error in not following ocd recommended protocols, but the definitive cause of the event has not been determined.